Manufacturer narrative:
Date on the initial should have been 08/17/2017. Plant investigation: the actual device was scheduled to be returned to the manufacturer for physical evaluation. Upon an initial visual inspection, it was discovered that an insect was within the cycler. The cycler was quarantined and further physical evaluation could not be performed. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformance or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported the cycler's screen was blank. The patient stated the screen remained blank, they heard a pop sound and there was smoke coming from the back of the cycler. The patient turned the cycler off and the device was replaced. Follow up with the pd nurse indicated that the patient not have any signs of infection, their effluent was clear and they were not prescribed any antibiotics. No adverse event reported at this time. The cycler was replaced.